Event description:
It was reported that the device that was being implanted via a left femoral approach was difficult to deploy and it looked like the legs were hung up in the pusher rod. When the pusher wire was withdrawn, there was no movement of the filter. When the filter was deployed, 3 of the legs were twisted together and there was a greater than 15 degree tilt to the right side. A CT scan was ordered the next day, and it appeared that only 2 legs were still twisted but the filter was now tilted to the left. The filter was retrieved and a new filter was implanted without any difficulty, via the jugular vein. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One filter and delivery system were returned for evaluation. Upon inspection of the returned sample, the filter appeared to have 2 twisted legs. All the filter arms, legs and hooks were present and intact. All measurements taken were within specifications. The report of twisted legs was confirmed; however, the root cause is unknown. The current information for use IFU) for this device states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings" delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.